Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -4.0/3.5/178(sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4).